Event description:
Boston scientific crm received information that this pacemaker exhibited a magnet rate of 100 ppm, indicating beginning of life, but also an estimate of only 10% battery remaining at the same time. Technical services performed a longevity calculation based on provided parameters that revealed possible premature depletion, and recommended the device be checked again in three months. This device is part the insignia microcrystal failure mode 2 population, however has not exhibited any symptoms consistent with those described in the advisory. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.